Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2012-05860, 05862. The pt has two ipgs (from a different lot and serial number) and two leads (from the same lot for off-label use). It was reported the pt was no longer receiving adequate coverage due to both leads migrating. It was also reported the pt was experiencing discomfort at the pocket site of one of the ipgs. As a result, both leads and one of the ipgs were repositioned on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.